Manufacturer narrative:
Additional information: upon analysis of the atrial lead, noise and oversensing were confirmed. External abrasions breaching the outer insulation were observed, consistent with friction to the device or patient anatomy. The exposure of outer coil likely caused to the noise and oversensing reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
During follow-up, an egm revealed noise on both the atrial and ventricular channels due to oversensing. Both the durata and tendril leads were explanted and replaced. The patient is in stable condition and did not receive any inappropriate therapies.